Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead was capped and replaced on (B)(6) 2016 which resolved the phrenic nerve stimulation. The patient's condition before and post procedure was good.